Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 78-year-old female with cardiomyopathy in pre-support scai shock stage d underwent an attempted impella 5.5 implantation via right axillary/subclavian surgical arterial access. During the procedure, the device could not be advanced past the graft anastomosis despite attempts to dilate the anastomosis site with a balloon. Following balloon dilation, tee imaging identified a small dissection at the anastomosis, which the clinical team attributed to balloon inflation rather than the impella device. An angiogram was subsequently performed, revealing thrombus formation distal to the graft anastomosis. The thrombus was successfully removed via thrombectomy using a fogarty catheter, and repeat angiography confirmed a patent vessel. Due to anatomical challenges preventing device advancement, the procedure was aborted. Impella 5.5 was explanted on the same day. The patient outcome was reported as no harm. The procedure was aborted due to patient-specific anatomical limitations preventing advancement of the impella device. The observed dissection and thrombus were attributed to procedural factors (balloon dilation) and were successfully managed intraoperatively. There was no evidence to suggest device malfunction or that the impella contributed to the reported events.